Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level of 602 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer went to the emergency room for high blood glucose reading. After emergency room visit, customer blood glucose reading was 280 mg/dl. Insulin pump will not be returning for analysis.